Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing on the right ventricular (rv) defibrillation lead, and it was noted that the rv lead was implanted in 2009. Electrogram (egm) review revealed four episodes containing small amplitude noise on the rv and shock channels. Additionally, a 1.5 second pause in pacing was observed. Review of daily measurements showed in-range shock and pace impedance measurements since the most recent device changeout. Technical services (ts) discussed troubleshooting/programming options and recommended defibrillation threshold (dft) testing. Additional information received reported that the patient was seen in clinic the following week. They were unable to reproduce more than a single, isolated oversensed signal with arm movements, isometrics, pressing the patient's palms together, or deep breathing/valsalva. The isolated signal was observed when the patient reached his left arm across his chest to his right side. The patient denied any possible electromagnetic interference (emi) sources, and there was no right atrial (ra) noise noted. It was difficult to measure the oversensed noise because the signals were fine and close together. Rv sensitivity was changed to 1 mv (due to an estimated noise amplitude between 0.63 and 1.5 mv). The patient was scheduled for another remote monitoring check the following week, and the patient was instructed to perform a patient initiated interrogation (pii) if he happened to get shocked. This crt-d and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that this this crt-d was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing on the right ventricular (rv) defibrillation lead, and it was noted that the rv lead was implanted in 2009. Electrogram (egm) review revealed four episodes containing small amplitude noise on the rv and shock channels. Additionally, a 1.5 second pause in pacing was observed. Review of daily measurements showed in-range shock and pace impedance measurements since the most recent device changeout. Technical services (ts) discussed troubleshooting/programming options and recommended defibrillation threshold (dft) testing. Additional information received reported that the patient was seen in clinic the following week. They were unable to reproduce more than a single, isolated oversensed signal with arm movements, isometrics, pressing the patient's palms together, or deep breathing/valsalva. The isolated signal was observed when the patient reached his left arm across his chest to his right side. The patient denied any possible electromagnetic interference (emi) sources, and there was no right atrial (ra) noise noted. It was difficult to measure the oversensed noise because the signals were fine and close together. Rv sensitivity was changed to 1 mv (due to an estimated noise amplitude between 0.63 and 1.5 mv). The patient was scheduled for another remote monitoring check the following week, and the patient was instructed to perform a patient initiated interrogation (pii) if he happened to get shocked. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing on the right ventricular (rv) defibrillation lead, and it was noted that the rv lead was implanted in 2009. Electrogram (egm) review revealed four episodes containing small amplitude noise on the rv and shock channels. Additionally, a 1.5 second pause in pacing was observed. Review of daily measurements showed in-range shock and pace impedance measurements since the most recent device changeout. Technical services (ts) discussed troubleshooting/programming options and recommended defibrillation threshold (dft) testing. Additional information received reported that the patient was seen in clinic the following week. They were unable to reproduce more than a single, isolated oversensed signal with arm movements, isometrics, pressing the patient's palms together, or deep breathing/valsalva. The isolated signal was observed when the patient reached his left arm across his chest to his right side. The patient denied any possible electromagnetic interference (emi) sources, and there was no right atrial (ra) noise noted. It was difficult to measure the oversensed noise because the signals were fine and close together. Rv sensitivity was changed to 1 mv (due to an estimated noise amplitude between 0.63 and 1.5 mv). The patient was scheduled for another remote monitoring check the following week, and the patient was instructed to perform a patient initiated interrogation (pii) if he happened to get shocked. This crt-d and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that this crt-d was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.